Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had melting/burning pca channel was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a patient controlled analgesia pump module that was "melting/burning." Additional information was provided by the customer though follow up on 15 jun 2026. It was reported that during a hydromorphone infusion, a system error was noted when the patient pushed the dose request button. Following that, the unit smelt of smoke. There was no harm to the patient or the surrounding environment. The customer's clinical engineering did not find any form of thermal damage to any alaris equipment.

Event description:
It was reported that there was a patient controlled analgesia pump module that was "melting/burning." Additional information was provided by the customer though follow up on 15jun2026. It was reported that during a hydromorphone infusion, a system error was noted when the patient pushed the dose request button. Following that, the unit smelt of smoke. There was no harm to the patient or the surrounding environment. The customer's clinical engineering did not find any form of thermal damage to any alaris equipment.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.